Manufacturer narrative:
.

Event description:
The customer reported the touch screen fails intermittently; intermittent touch screen control problems noted over time. The customer reported there was patient involvement, but no patient harm.